Event description:
The device manufacturer of spirometers reported a user suffered eye irriatation and labored breathing while using cidex opa. The reporter, (B) (6) requested the IFU for cidex opa. Additional information regarding this event has been requested.

Manufacturer narrative:
The IFU in part states . . . Avoid exposure to ortho-phthalaldehyde vapors, as they may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. May aggravate a preexisting asthma or bronchitis condition. In case of adverse reactions from inhalation of vapor, move to fresh air. If breathing is difficult, oxygen may be given by qualified personnel. If symptoms persist, seek medical attention.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, and health hazard analysis. The DHR (device history review) for cidex opa was unable to be reviewed as the lot number was not provided. Trending analysis for "hru-respiratory reaction" and "hr-eye reaction" for the cidex opa found the overall trend below the upper control limit. The fmea (failure mode effects analysis) for user respiratory reactions and eye exposure found the associated risk is minimal. The hhe (health hazard evaluation) risk index of 2 indicates the associated risk is none/negligible. It is unknown whether personal protective equipment was used, what the cleaning and disinfecting procedures are at the facility, or the current health status for the user. The affiliate indicated the spirometer is either a single use device thus re-use is not allowed or is a multi-use device requiring proper flushing when disinfected; this information is clearly stated in the instructions for use for the spirometer. It is unknown if the air exchanges were measured. A copy of the cidex opa instructions for use (IFU) was provided to the medical device manufacturer. (B)(6).